Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. Electrical and functional testing were performed with no issues noted. A review of the event log identified the reported problem. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a home patient (hp) experienced a high drain 105 alarm on a homechoice (hc) device after peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The ultrafiltration (uf) on cycle 5 was 2074ml while the fill volume was 2000ml. The technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. The nurse reported the patient was bloated and constipated. However, there was no medical intervention required for the symptoms at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.